Event description:
It was reported that during surgery, the screws on both side were fastened tightly and the surgeon could not loosen them, when the surgeon tried to use the crosslink connector, eventually the surgeon used another cross connector.

Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; dimensional inspection; complaint history review; risk assessment; labeling review; additional document review results: the device was confirmed to have a jammed set screw via visual and functional inspection. Materials evaluation yielded the conclusion that: "the seizure of the set screw is due to the particles sitting between threads in the set screws. The particles are likely from the bone." There were no manufacturing issues identified conclusion: the event reported occurred intra-op, the most likely cause of this event was that bone material had intruded the set screw threads, causing the set screws to lock prematurely.

Event description:
It was reported that during surgery, the screws on both side were fastened tightly and the surgeon could not loosen them, when the surgeon tried to use the crosslink connector, eventually the surgeon used another cross connector.